Event description:
As reported by the edwards field clinical specialist, post balloon valvuloplasty the guidewire was pulled back somewhat in the ventricle and repositioned prior to valve deployment. Post bav, the patient¿s blood pressure did not increase. The native valve was crossed with the retroflex 3 delivery system and the sapien valve. The valve was deployed and asystole presented; CPR was initiated with no result. The patient was placed on bypass, the patient¿s chest was opened and a pericardial effusion was treated. The patient was stabilized, the chest sutured, and the patient was sent to ICU in stable condition. This event was attributed to a perforation of the apex by the extra stiff guide wire. During investigation of this event, the edwards fcs , indicated that on the evening of the tavr procedure the patient was returned to surgery for another hole repair in the left ventricle. The patient was returned to ICU and continued to bleed until he died. To date no additional information regarding the patient¿s death has become available.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the event was attributed to a perforation caused by the extra stiff guidewire. There is no indication this event was the result of a product malfunction by the edwards balloon catheter. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.